Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "on or about (B)(6) 2012, the pt suddenly and without warning while attempting to extend his foot rest, he has an onset of extreme pain in his right knee. He attempted to walk and the extreme pain continued. While standing, the pt heard a pop and noticed that the knee was unstable and he could not longer walk." It was further alleged that, that pt "presented himself to the emergency room where it was diagnosed that the knee had dislocated and all attempts to reduce the dislocation of the knee replacement equipments failed."

Manufacturer narrative:
The info in this report was provided by stryker (B)(4). No add'l info is available at this time. The devices are not available due to the ongoing litigation.